Manufacturer narrative:
A service engineer (se) evaluated the device, and confirmed the customer's allegation of malfunction. The se performed a flow sensor zero calibration to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Correction to coding.

Manufacturer narrative:
E: reporter information: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator will start on its own. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator will start on its own, even when the circuit is in the "released condition" in standby. Investigation ongoing / resolution pending.